Event description:
It was reported that the lead was explanted due to noise and fluctuations in the hv lead impedance. During the extraction procedure, the physician suspected lead-to-can insulation abrasion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field experience was not confirmed. No lead-to-can abrasion was found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.